Manufacturer narrative:
The reported device has been returned to conmed; however, the returned date is not yet confirmed and the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the kbl191 device was used during an acl procedure on (B)(6) 2021 when it was reported "it breaks every time they use it. Break right where tip is welded." Further assessment questioning found that the device broke in the patient's knee and was removed. The procedure was completed with a 5-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination found guide kbl191 broken off at the welded shaft. Detached tip was not returned for the evaluation. Critical dimensions were inspected per print kbl191 and could not find any discrepancies. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4)complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use excessive force on the instrument to avoid damage or breakage during use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction to statement in h10: previous statement with typo of numbers: a two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Corrected statement: a two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.